Manufacturer narrative:
(B)(4). Date sent: 03/12/2020. D4: batch # t5cy2e. Device analysis: the analysis results showed that one gst60w reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the right inferior lobectomy surgery, when severing vascular tissue, after the device was fired, it was noted some staples were malformed with irregular shapes. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.